Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings: evaluation revealed that the battery compartment was cracked along the thread area. There was no battery cap returned with the pump. A test battery cap was used to complete the investigation. Unrelated to the complaint, evaluation revealed that the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.